Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instead of screwing the hole eliminator tight in the pinnacle cup, it is possible to screw it all the way through the cup. The surgeon has to take care not screwing it to far because there is a chance that you will lose the eliminator behind the cup. This has happened 5 times now with this procedure. The only lot number I have is this one.